Event description:
It was reported that leakage at the gas outlet of the device was observed. The device was exchanged without reported patient effect. (B)(4).

Manufacturer narrative:
Similar products, showing a similar malfunction, have been tested. During investigation under CAPA process (CAPA (B)(4)) maquet cardiopulmonary (B)(4) detected that in the affected products, between 6-14 fibers have separated from the polyurethane casting (or 'potting') which is located at the ends of the fibers. Investigations have shown that fibers that have separated from the polyurethane casting prior to final release, would be identified and rejected for the individual products displaying a leak during 100% final inspection. This separation occurs at some point during the life of the product. Oxygenators that have been involved in complaints to date, show no direct relation between the age of the oxygenator and the occurrence of the failure, however, the age of the product does have a potential influence on the occurrence of the leakage. It has been found that there is a potential for variation in the raw material we receive from our supplier as well as potential variation in our manufacturing process as not all oxygenators show the failure, only the adult and small adult sizes. Both of these potential causes are currently being investigated by dedicated individuals at maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) initiated customer notification (fsca 2014-12-11) concerning the problem, the potential risks and the recommendation in handling in the event this failure occurs. Additional info: the product mentioned is not distributed to the united states, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.